Event description:
The customer called and reported receiving a motor error alarm on the insulin pump. The customer's blood glucose level was 8.7 mmol/l. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature. It was advised the insulin pump would be replaced, however customer did not agree to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.